Event description:
It was reported the deterioration in hearing performance was noticed. The clinic reported no visible signs of infection or trauma at the side of the implant. No accident or trauma is known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.